Event description:
The hospital reported that the connector on the hemopro2 extension cable was broken. The hospital did not report any pt effects. The product is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).